Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) had a low out of range shock lead impedance measurement. There was a single measurement of 0 ohms and the measurements were normal and within range otherwise. The lead and ICD remain in service. No adverse patient effects were reported.